Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). No sample available.

Event description:
It was reported that a patient with 76f osteoarthritis of the right knee underwent genicular nerve block after 80% relief with diagnostic blocks. The day of the procedure the patient had oozing no major bleeding. Three days later the patient reported uncontrolled bleeding from her wound. Patient went to emergency department and had a low grade fever of 100.4 f and swelling on the knee. Coagulation test and a x-ray were performed which showed right knee tricompartmental osteoarthritis and large knee effusion with circumferential soft tissue swelling. The patient received intra-articular injection of epinephrine and lidocaine and resolution of bleeding. Knee aspiration showed mildly elevated white blood cells but significant red blood cells consistent with hemarthrosis. Patient refused repeat joint aspiration to evaluate for the infection. Further infectious workup were negative. Patient was discharge and given 7 days of keflex. Patient developed a fever with a temp of 101.9. And was admitted again for further management. Orthopedic surgery recommended conservative treatment and she was discharged 5 days later with home health. The patient was evaluated for total knee arthroplasty for continued knee pain and underwent right total knee arthroplasty. No additional information provided.